Manufacturer narrative:
D1: brand name: replace amia automated pd cycler set with amia automated pd set with cassette. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4); d4: the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). H11: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing separated from the cassette port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set ¿popped off¿ from the cassette which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.